Event description:
A (B)(6) female patient contacted zoll customer support to report a service code and constant check therapy electrodes. The patient's download revealed a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204/ check therapy electrodes) was confirmed. Upon evaluation, the trunk cable and the cable connecting the rear therapy electrode (te) and the distribution node (dn) were pulled from the dn strain relief, damaging internal wires. The cause of the check therapy electrodes messages and the code 204 is the damaged cables and internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cables. No adverse event resulted from the damaged cables and internal wires. The patient was issued a replacement electrode belt.